Event description:
The manufacturer received information alleging a ventilator was alarming for a high respiratory rate and low minute ventilation. The customer is claiming the patient was harmed. The patient was placed on another ventilator. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for a high respiratory rate and low minute ventilation. The customer is claiming the patient was harmed. The patient was placed on another ventilator. The device was evaluated by the manufacturer and the allegations could not be duplicated. A user settable alarm condition was observed that would not affect the device's ability to deliver therapy as designed. The device performed to manufacturer's specifications. The manufacturer concludes the ventilator operated and alarmed as designed and did not cause or contribute to the reported event.